Event description:
It was reported that the device had a bad (lcd) liquid crystal display. There was no patient injury reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed: the display only showed (-1). The reported issue was confirmed. It was found that there was faulty (pcb) printed circuit board which contains the (lcd) liquid crystal display. The root cause could not be determined. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).